Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
A peritoneal dialysis (pd) nurse reported a patient developed peritonitis that was attributed to fibrin build up and constipation. The patient was treated with heparin and laxatives for the fibrin and constipation issues. The patient was initially treated in-clinic with antibiotics and was eventually hospitalized for the event. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments without further issue. Medical records were requested.